Manufacturer narrative:
The exact date of death is unknown. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
The reporter reported seeing a death on the internet, associated with the pump. The death was due to overdose with morphine for a cancer pain patient. The reporter didn't know the state or any more details. Further follow-up is not possible due to lack of contact information.